Event description:
One patient sample with discrepant calcium results. Initial result gave 15.7 mg/ml; repeat gave 8.7 mg/dl. Sample repeated by another method gave 8.5 mg/dl. Erroneous result was not reported. The field servie rep was unable to determine root cause. Performance tests were performed, which were within specifications.